Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 2 of 2 for (B)(4). It was reported by the affiliate in (B)(6) that the patient underwent an unknown surgery on (B)(6) 2022 with the etn (9mm). According to the report, during insertion of the locking screws using a radiolucent drive, two of the four screws were drilled with a 4.0 mm diameter drill by mistake. The screw holes were second ml hole and third ap hole. The two screws in question were firmly engaged in the cortex, so that the surgeon decided to follow up with the patient for observation until union. There were no adverse patient consequences nor surgical delay reported. No additional information was provided. This report is for one (1) unk - screws: locking device. This complaint involves two (2) devices.

Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. The lot number was unknown. Therefore, the expiration date and device manufacture date were unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.